Event description:
The customer reported the ventilator alarmed due to a vent inop occurence. The customer reported the device was not in use therefore there was no patient involvement or harm. Review of the device diagnostic log noted the reported vent inop occurrences and a software restart occurrence. The manufacturer's service technician was advised to replace the power supply to address the findings.